Manufacturer narrative:
Date of event: unknown not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to (B)(6) surgical vision, inc. Has been submitted.

Event description:
A surgeon at the customer site reported that he had a patient that he felt the ifs laser did not make a complete side cut. He ended up aborting the patient's surgery in her left eye (os) and was brought back for photorefractive keratectomy prk surgery.

Manufacturer narrative:
Correction: h4 manufacturing date was noted as july 25, 2012. The correct manufacturing date is august 29, 2012. Additional: b3 date of event was provided as unknown in the initial report. The correct date of event is mar 1, 2021. B5:describe event : additional follow up with the account revealed that after creating the flaps, the doctor noticed loose epithelium/defect in both eyes (ou). The patient's left eye (os) flap was difficult to lift and doctor decided not to continue with the lift. Photorefractive keratectomy was done in left eye 2 weeks after the event. H6 clinical code 4581 flap issue - difficult lift. Device evaluation: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for femto laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.